Event description:
While using a byte night aligners, patient reports that they are experiencing jaw lock multiple times. The patient was seen by their dentist, and they were referred to a tmj specialist. Provided tmj/jaw discomfort tips and requested additional information from patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.